Event description:
Customer called on (B)(6) 2011 reporting that they had a modular chemistry (mc) probe obstruction error and erroneous results generated on dxc 800. Customer reported that na, cl and calc results were suppressed while k result was erroneously high and co2 generated false low results. Customer stated that 5 samples were rerun on another dxc in the lab and those results were reported. Customer only provided original results from 3 patient samples but the reported results were not provided. No erroneous results were reported out of the lab. Field service engineer (fse) was dispatched and found that the ise buffer reagent had run out. Fse proceeded to replace the reagent and verified performance per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).